Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the lncs newborn neonatal infant/ pediatrics 2412 and lncs neo 2329 are being used in deliveries. Customer reports difficulty obtaining a reading in deliveries of critical babies in the labor and delivery operating room. The customer states difficulty picking up in patients and inaccuracy in the reading the first 5 minutes of life. Customer states that the radical 7 does not display a number and/or if a reading is displayed it does not correlate with how the patient appears clinically. Customer has been inquiring about using an ear clips on newborns during deliveries. There was no known impact or consequence to patient.